Event description:
The customer reported during ventilator testing the remote alarm test failed. The ventilator is equipped with a remote alarm/nurse call connection to activate alarms remotely. The ventilator was not in use on a patient, therefore there was no patient involvement or harm. As the device is out of warranty, the customer contacted manufacturers product support (pse) for assistance. Pse advised the customer to try a different alarm test cable or clean the cable phono plug. The customer reported they would call back if needed. The customer has not returned calls made to obtain follow-up information regarding problem resolution.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Customer advised to evaluate alarm cable.